Manufacturer narrative:
Product was received fro evaluation: review of the history device records was not possible as the lot number was unknown. Failure analysis - the valve was visually inspected; needle holes in the needle chamber were noted. The valve was leak tested: leaked from the needle holes in the needle chamber. The valve was then pressure tested; the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was noted on the ruby ball and the seat of the ruby ball. The valve passed the tests for programming and occlusion. The root cause for the problem noted during the investigation is due to biological debris noted on the ruby ball and the seat of the ruby ball, this debris was stopping the ruby ball from being seated correctly, causing a pressure failure. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4) office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the certas valve was implanted to the patient via vp-shunt. The initial setting was unknown. However, the patient's pressure in the brain was high and the setting was changed to 2 but the issue continued. It was confirmed that the ventricle catheter and the peritoneal catheter were flowed without problem by shunt contrast. As the occlusion was suspected, the valve was replaced with a new valve. The ventricle catheter(823041) was used with the procedure. Patient status is unknown as of today. No further information was provided by hospital.